Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.

Event description:
It was reported that patient underwent knee arthroplasty in approximately 1993. Subsequently, an upcoming revision procedure had been indicated for an unknown reason. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total knee arthroplasty in 1993. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to instability. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct the initial notification to april 10, 2014 and relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right total knee arthroplasty in approximately 1993. Subsequently, an upcoming revision procedure had been indicated for an unknown reason. There has been no reported revision procedure to date.